Event description:
Boston scientific received information that this right atrial (ra) lead had previously been dislodged, noted to have occurred in the past some time ago. The physician had elected to program the patient's device to vvi until a device replacement was needed. Later, during the device replacement procedure, the lead was surgically capped and abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.